Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that the aic was noted to have suction alarms and so it was discussed to lower flows to break suction and give volume. The patient had already been given 600ml bolus and the team did not want to give more nor lower the p level. It was decided best plan of care for patient was to place patient on central ECMO. The impella was removed once patient was placed on ECMO.